Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted solenoid valve. The burned valve was noticed during machine repair after the machine was removed from service for alarming with a flow error message. The atom was not informed of patient involvement or any harm to any patients or individuals because of this malfunction. The machine has approximately 27,880 hours and the solenoid valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted solenoid valve. The biomed replaced the solenoid valve, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A photograph was provided by the customer. The manufacturer was able to confirm the reported issue through evaluation of the photograph.

Event description:
A user facility area technical operations manager (atom) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted solenoid valve. The burned valve was noticed during machine repair after the machine was removed from service for alarming with a flow error message. The atom was not informed of patient involvement or any harm to any patients or individuals because of this malfunction. The machine has approximately 27,880 hours and the solenoid valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted solenoid valve. The biomed replaced the solenoid valve, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility area technical operations manager (atom) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted solenoid valve. The burned valve was noticed during machine repair after the machine was removed from service for alarming with a flow error message. The atom was not informed of patient involvement or any harm to any patients or individuals because of this malfunction. The machine has approximately 27,880 hours and the solenoid valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted solenoid valve. The biomed replaced the solenoid valve, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample is available to be returned to the manufacturer for physical evaluation.